Event description:
On 05/20/2009, the pt reported he has had elevated blood glucose readings in the 400 mg/dl range. He stated he inserted a new insulin infusion headset in 2009 and he received an e4 (occlusion) error on his infusion device the next day. He said he changed his infusion headset and has had no further occlusion errors. He discarded the infusion sets at issue. He stated he is still experiencing elevated readings. The pt stated he needs an infusion set with longer needles to get through his scar tissue. Courtesy infusion sets with a longer cannula were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.